Event description:
It was reported that the insulin gauge was inaccurate. It was also reported that the pump usb port was cracked resulting in difficulties charging the pump. Blood glucose was not impacted. Customer declined a follow up from tandem technical support and no further information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.